Manufacturer narrative:
Device eval summary: monitor (B)(4) has been evaluated. The reported problem was confirmed. The device would not power up upon receipt at zoll. Failure analysis found corrosion and debris on the computer/analog board at the micro-sd slot and jtag table board connections. The root cause of the corrosion/debris was liquid ingress through the battery slot. The source of the liquid cannot be determined. No damage was found from the pt dropping the monitor. No adverse event resulted from the liquid ingress. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he dropped his monitor off of his bed. He reports that it was working fine up until about 10 minutes ago when it gave a loud whistle. The device will not power up at the moment, screen is flashing and will not perform a manual recording. The pt was issued a replacement monitor.